Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The close door message was reproduced and confirmed through eval. This condition was caused by a failed upper latch switch. The upper auxiliary assembly, which contains the failed latch switch, was replaced.

Event description:
During baxter's functional testing, a spectrum pump had a false close door alarm. There was no pt involvement.